Event description:
It was reported that occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. The elevated bg was addressed by a correction bolus via the pump, and no third-party assistance was required. Multiple attempts were made by tandem technical support to gather additional information; however, no response was received. No additional information was provided.